Manufacturer narrative:
The evaluation conclusion code was updated.

Event description:
It was reported that this patient presented to the emergency room (ER) as they were feeling very sick. The heart rate of the patient was 37 beats per minute. It was noted that the right atrial (ra) lead and right ventricular (rv) lead auto threshold feature was on. However, measurements appeared to be normal. Several days later, the right ventricular (rv) lead triggered an alert for an out of range pace impedance measurement, greater than 2000 ohms. It was thought that this was a continuation of the ER episode, possibly in part, due to noise oversensing. Programming was updated to mitigate any further oversensing and further troubleshooting was suggested. No adverse patient effects were reported. The product remains in service. If additional information is received, this report will be updated.

Event description:
It was reported that this patient presented to the emergency room (ER) as they were feeling very sick. The heart rate of the patient was 37 beats per minute. It was noted that the right atrial (ra) lead and right ventricular (rv) lead auto threshold feature was on. However, measurements appeared to be normal. Several days later, the right ventricular (rv) lead triggered an alert for an out of range pace impedance measurement, greater than 2000 ohms. It was thought that this was a continuation of the ER episode, possibly in part, due to noise oversensing. Programming was updated to mitigate any further oversensing and further troubleshooting was suggested. No adverse patient effects were reported. The product remains in service. If additional information is received, this report will be updated.